Event description:
It was reported that during a procedure to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that the sheath was faulty resulting in significant bleed back from the valve of the sheath and excessive air bubbles in the sheath shaft after transseptal. Versacross large curve had been inside the sheath prior to, and or at the time, the air was observed. A pump was used for irrigation. The procedure was completed using another device (same model). No air was seen in the patient. No patient complications occurred. The product is not expected to return as disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.